Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), it was observed that the hemostatic valve did not close sufficiently. Tsgc was flushed and double checked. During the second and third repetition, air was observed in the hemostatic valve. Sgc was replaced and procedure was continued. During the procedure, one of the grippers would not lower. Troubleshooting was performed and it worked. All steps were performed as per IFU. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.